Event description:
During a ureteroscopy and stone manipulation, a balloon ureteral dilator (cook 7fr. #010014 was inflated with a leveen inflator #43300 by dr. Ken woods. After inflation, the balloon ruptured inside the ureteral and was removed intact. A coaxial sheath forcep (cook #012465) was inserted to remove the remaining stone. This became lodged in the right ureter. Constrast was injected into the ureter. The contrast was noted to be leakin into the abdominal cavity. A double j stent was then inserted and left in place with patient being sent to the recovery with stent in place. Patient follow-up: patient was sent to another local hospital 24-480 post surgery, where an attempt to remove the coaxial sheath would be made. It is not known what the acutal problem was or cause for balloon rupturedevice labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.